Manufacturer narrative:
Lead discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant this right atrial (ra) lead exhibited insulation and body damage. The damage was caused by the implanting physician. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break at the distal end of the terminal pin. The reported field allegation of insulation damage was not confirmed. Visual inspection did not find any damaged insulation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead exhibited insulation, body damage during an implant. The lead was removed and replaced prior to pocket closure. Additional information received from representative indicates that the lead was damaged by the implanting physician accidentally. The lead was returned for analysis and was identified that the lead was fractured. No adverse patient effects were reported.